Event description:
The physician reported that he created a rf lesion at l2 to l5 on right side. He completed lesions at l2 and l3 before treating at l4. Before treatment to l4 he bent the cannula beforehand to about 5 to 10 degrees. He then inserted the cannula and placed it at the bone over the pedical. After lesioning was completed he removed the cannula and the tip was left in place l5 lesion was created. A new cannula was used at every level (i.e. Different cannula at l2, l3, l4, l5). The patient was informed of the tip still being in place.

Manufacturer narrative:
The physician confirmed that he had bent the device before using it in the patient. The instructions for use for the device clearly states that the device should not be modified or bent before use. This adverse event was concluded to occur due to user failure to follow instructions. An advisory notice had been issued by baylis medical to reinforce following instructions for use on 16 october 2006. This advisory notice was notified to FDA through the supplemental report that was submitted on 16 october 2006 for MFR. Report #: 9710452-2006-00002. Attached is a copy of the advisory notice. The manufacturer will continue to conduct trend analysis for similar events.